Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and missing a piece of shell (25-50%). A microscopic analysis was performed which identified: striated broken on posterior. Based on the device analysis the final assessment is: striated broken on posterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade unknown. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "rupture" and "capsular contracture baker grade unknown." The device remains implanted.